Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a leak inside the coulter ac.t diff analyzer, but could not locate the source of the leak. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the wbc (white blood cell) bath was overflowing. The fse found that the line through valve vl14 was clogged. The fse replaced the line through vl14 and verified the repairs per established procedures. The results met published performance specifications. The root cause of the leak is attributed to a clog in the line through vl14.